Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was noted that the ipg was moving in the pocket and had twisted. The patient underwent ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232; (B)(6). The returned ipg was analyzed, and the device's data logs showed no signs of premature battery depletion. However, a review of the charging log revealed that the charger was misaligned with the ipg. This misalignment resulted in a lower-than-expected charging current because the device had shifted position. These factors are known to contribute to the charging difficulties experienced by the patient. With all the available information, boston scientific concludes that the patient experienced difficulties charging the implantable pulse generator (ipg) was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling indicated that the reported event of ipg migration is a known factor that contributes to charging difficulties and represents a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system. Therefore, the probable cause identified for this investigation is the known inherent risk of device.